Event description:
A (B)(6) infant with bowel obstruction had broviac catheter in place for prbc infusion on (B)(6) 2014. After 1 hour of the prbc infusion, a blood infiltrate was noted on a right chest x-ray. Per the blood transfusion slip, the prbc's were started at 12:13 and stopped at 13:35. After the chest x-ray finding, a piv was inserted for continuation of the transfusion. 6 mls of prbc's infused into the right chest from the broviac catheter. The broviac catheter was de'd and a new broviac catheter was inserted without complication under fluoroscopy.